Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Multiple clips would not load properly while trying to fire the device. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned one unit 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the outer tube is bent and the jaws are misaligned. It appears that the jaws are misaligned due to the outer tube being bent. The returned product appears used as there is biological material present on the device. No other defects or anomalies were observed. (B)(4). Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip fell out of the device before it loaded properly into the jaws of the device. Another attempt was made and, once again, the clip fell out of the device before it loaded into the jaws. This happened with all remaining clips in the device. The sample was returned with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. Other remarks: the sample was disassembled to look at the internal components. Upon disassembly, it was found that the jaw spring, yoke, and feeder tab were all bent. The damages found to the internal components as well as the bent outer tube and misaligned jaws all contribute to the clips being unable to load into the jaws properly. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "clips not loading properly" was confirmed based upon the sample received. One device was returned. The device was found to have a bent outer tube and misaligned jaws which appeared to be caused by the outer tube being bent. Upon functional inspection, all of the remaining clips fell out of the device before being able to load into the jaws properly. The device was disassembled and it was found that the jaw spring, yoke, and feeder tab were all bent. These damages, combined with the bent outer tube and misaligned jaws, prevented the clips from being able to properly load into the jaws of the device. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. Based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
Multiple clips would not load properly while trying to fire the device. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the outer tube is bent and the jaws are misaligned. It appears that the jaws are misaligned due to the outer tube being bent. The returned product appears used as there is biological material present on the device. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. The sample was returned with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. Upon disassembly, it was found that the jaw spring, yoke, and feeder tab were all bent. The damages found to the internal components as well as the bent outer tube and misaligned jaws all contribute to the clips being unable to load into the jaws properly. The device history review for the product auto end05 ml, lot #73j1600139 investigation did not show issues related to the complaint. Other remarks: the IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "clips not loading properly" was confirmed based upon the sample received. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. Based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
Multiple clips would not load properly while trying to fire the device. There was no patient injury.